Event description:
A malfunction was reported on the pump with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. The customer planned to follow up later to reset the pump with guidance from tandem technical support upon gaining access to a charger. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.